Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 was leaking. No patient adverse events reported.

Manufacturer narrative:
Other, other text: b5: updated with additional information. D9: the affected device was returned for device evaluation on (B)(6) 2021 h6: patient code updated to reflect code 2645. H10 ? Device evaluation results ? One level 1 hotline low flow system (hl-90) was returned for investigation used condition. A small leak was observed coming from the reservoir component. The customer reported product problem was therefore verified. The leak occurred because of a crack in the tank cover. This was a damage caused by the customer. A user issue was therefore established as the root cause. The tank cover and gasket were replaced. Preventative maintenance was then performed. The device subsequently passed all the functional tests.

Event description:
Additional information was received indicating that there was no patient involvement. The product problem was observed during testing. The device did not produce any alarms.